Manufacturer narrative:
Concomitant medical products: dvbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, the right ventricular (rv) high voltage lead exhibited high out of range impedance. It was suspected that the lead was damaged by cautery used during the procedure. The lead was explanted and replaced. It was further reported that during elective explant of the right ventricular (rv) pace/sense lead, the lead broke and was partially explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated the lead was stretched.visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.